Manufacturer narrative:
This report is a response to an RMA request initiated by an amt sales representative. We have assigned complaint # (B)(4) to this report. Based on the reported information, there was no death nor did this result in permanent impairment or a serious injury that is life-threatening, as defined by the FDA. However, intervention was required to remove the magnet from the patient's nasal cavity. There was no record of harm to the patient provided and no patient complications resulted from the removal of the magnet. The device was discarded after use and was not available for return, so the device could not be evaluated and device failure could not be confirmed. A DHR review was completed and because no anomalies were observed the incident is not believed to have resulted from a manufacturing defect. We will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report.

Event description:
During placement of the standard bridle, clinician was unable to attain magnet connection. Clinician elected to remove both probes, and reinsert in the opposite nares. Upon attempt to remove white catheter from the nares in order to switch sides, the clinician experienced resistance. Once the clinician was able to pull though the resistance he noticed that the magnet belonging to the white catheter was no-longer attached. The patient was sent to the or, and the magnet was recovered "in the septum" region of the nose.